Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs are not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was in the right middle lobe, lateral segment and about 2.2 centimeters (cm) in size. Instruments used during the procedure included a 23g flexision biopsy needle and compatible forceps, and c-arm fluoroscopy was utilized for imaging. Staging using ultrasound bronchoscopy (ebus) was also performed. The biopsy results found malignant adenocarcinoma. The patient was referred to radiation treatment/cyberknife.